Manufacturer narrative:
(B)(4). Broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. The insulin pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
Customer reported that the insulin pump was cracked. The blood glucose reading was 242 mg/dl. Customer reported that she had passed out several times and fallen on the insulin pump. Nothing further was reported.